Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - stopcock broke.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date: (B)(6) 2024 device history record review: unit has passed all tests with acceptable results. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate = (B)(4). Risk management review: a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber and patient-line stopcock. Drip chamber stopcock was broken at the lever which is used to turn the stopcock into a closed or open position, and the patient-line stopcock was cracked at the female luer and wall. The breakage of the component indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock valve. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted on the system stopcock. The stopcock exhibited elevated rotational resistance relative to baseline performance observed in new units. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - - stopcock broke.